Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock due to noise and oversensing. The programmed sensing vector at the time of the shock was primary, and the shock impedance was 96 ohms. Further evaluation was performed and with any movement of the patient's left arm there was noise on every available sensing vector, though there was less on the alternate vector; infrequent undersensing was noted. Historic review of the stored, untreated episodes showed low amplitude, wide, complexes with oversensing. Recently x-rays were done and the positioning appears to be unchanged from implant, though resolution of the current x-rays was suboptimal. The device was turned off and the patient was admitted. It was noted that the patient heard a "pop" while doing heavy lifting in (B)(6) 2014, the plan was to revise the system the following day as 11% battery remaining was noted. Further information was provided, that a revision was not performed at this time and instead the sensing vector was reprogrammed to the alternate vector. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.